Event description:
A report was received that the patient had difficulty charging his ipg because the ipg had tilted combined with a high body fat percentage and large waist circumference. The patient underwent a pocket revision procedure wherein the ipg was relocated in the abdomen. The patient was doing well postoperatively. No device malfunction was suspected.